Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that his blood glucose rose to 270 mg/dl. When the pod was removed, it was noticed that the cannula was kinked and there was some blood in the tip of the cannula. The pod was worn for 5 hours.